Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the patient line. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to prime the air out. Reportedly, the customer resumed insulin delivery.